Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Other: it was indicated that the device is not returning ; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens munched in the plastic cartridge and dispensed squished. Lens was stuck in cartridge. Reportedly lens was removed from the eye in the same surgical procedure and replaced with another new lens. Surgery completed successfully. No further information provided.